Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a diagnostic laparoscopy procedure, the device would not fire three times and after the third time it jammed, the jaws stuck shut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m91k3h. The analysis results found that the el5ml device was received in good visual condition with the jaws opened and not closed as it was reported. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). In addition, the orange indicator wheel did not show up. No conclusion could be reached as to what may have caused the failure of the orange indicator wheel and the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.